Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prime is being filed under a separate medwatch report.

Event description:
It was reported that the target lesion was a chronic total occlusion located in the left anterior descending artery (lad) with diffuse disease from proximal to distal. Two non-abbott guide wire were used to cross the lesion and pre-dilatation was performed with an unspecified 1.2 x 6 mm balloon. A larger balloon dilatation catheter size was selected and an unspecified 2.75 x 15 mm balloon was used for additional pre-dilatation. Then a xience prime 3.5 x 38 mm stent was implanted, which caused a dissection at the distal end of the stent. A 3.5 x 18 mm xience v stent was implanted to cover the dissection, which again caused a dissection. Another unspecified stent was implanted for treatment. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.